Event description:
It was reported via user facility medwatch report that the brakes failed the lateral pull test. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
At filing date, not known if device has been evaluated by manufacturer yet. Follow-up report will be submitted as necessary based on investigation results. This event was reported by user facility in (B)(4).